Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The hiv-reactive results can most likely be attributed to a very low viral load, near or below the test's limit of detection (lod).this is indicated by the weak pcr growth curve and the late CT values. However, it also cannot be excluded that the questioned hiv-reactive result was caused by environmental contamination or by a nonspecific amplification event, which, due to the inherent nature of pcr, can occur at an extremely low frequency.

Event description:
There was an allegation of discrepant hiv results with the cobas®mpx kit (480t) from the cobas 6800 analyzer for 3 patient samples. Sample 1: hiv reactive with a delayed CT of 41.64. Sample 2: hiv reactive with a delayed CT of 40.57. Sample 3: hiv reactive with a delayed CT of 40.39. The same samples were repeated and generated non-reactive results for hiv.